Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. A lot review was conducted and a similar complaint was confirmed on a sample from the same lot. The reported complaint can be confirmed based on the lot review. The probable cause is related to a molding defect in white button molded component used in the 1o2 smart valve.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If a return or any additional information is later received, then a supplemental emdr will be submitted at that time. Additional reporting contact: (B)(6).

Event description:
The complaint/event involved a 1o2® valve (blue) w/check valve, rotating luer that reportedly leaked unspecified fluid/drug(s) during a patient infusion in the facility's operating room. The product was immediately replaced, and the reported issue did not affect the patient, nor the medical process.